Event description:
It was reported that when the device was connected to the extension, one of the four hex screws could not screw well and thus was unable to be affixed tightly. The reporter stated that this product had been implemented for many cases, so although this was only happening for the first time, the reporter felt it was due to a defect in the device. There was no health hazard to the patient. Twelve days later it was reported that the patient was receiving effective therapy with another device.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.